Event description:
A customer reported that the pump screen went blank and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. The impact on the customer¿s blood glucose level was not disclosed. Technical support resolved the issue by arranging a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. Guidance was provided on putting the pump into storage mode, and the customer was asked to return the faulty pump within 10 days using a pre-paid label.